Event description:
It was reported that the tip of catheter hub was blocked. Occurred during use. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an occluded catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was x1 5fr tl powerpicc catheter, x1 microintroducer, and x1 introducer needle. The introducer needle, microintroducer and catheter were tested for occlusions by flushing water through the luer of each component using a 12ml luer lock syringe. During testing, all components flushed normally without any resistance. Each returned item was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the tip of catheter hub was blocked. Occurred during use. No other information was provided.